Event description:
Rptr indicated that pt experienced an electric shock while the pt was at work that ran up the pt's left arm. After the shock, the pt experienced several cluster seizures. It was reported that prior to this event, the pt's seizures had been well controlled with the ncp system. Two attempts have been made to obtain add'l info (1 via certified u.s. Mail to physician and 1 via telephone conversation with physician's receptionist) with no response to date.